Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 5. Reference MFR. Report#: 3006705815-2020-01594. Reference MFR. Report#: 3006705815-2020-01595. Reference MFR. Report#: 1627487-2020-03776. Reference MFR. Report#: 1627487-2020-03777. It was reported x-rays were taken after the patient underwent an unrelated procedure. X-ray results revealed the patient's ipg and leads had migrated. In turn, the patient underwent surgical intervention to address the issue. During the procedure, the header of the patient's ipg was determined to be damaged and the patient's anchors were found to be unlocked. As a result, the patient's scs system was explanted and replaced.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection of the lead did not identify any anomalies. The lead was functionally tested and passed all testing.

Event description:
Device 3 of 5. Reference MFR. Report#: 3006705815-2020-01594. Reference MFR. Report#: 3006705815-2020-01595. Reference MFR. Report#: 1627487-2020-03776. Reference MFR. Report#: 1627487-2020-03777.